Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding;"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dental caries ("tooth decay") and mood altered ("emotional anguish"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, allergy to metals, alopecia, dental caries and mood altered was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, dental caries, dysmenorrhoea, dyspareunia, menstrual disorder, migraine, mood altered and pelvic pain to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain/ pain") and autoimmune thyroiditis ("auto-immune disorder- type of disorder: hashimoto's disease") in a 29-year-old female patient who had essure (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: synthroid. Concurrent conditions included obesity. Concomitant products included ibuprofen from 2008 to 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), dysgeusia ("other injury(ies) or complications: metallic taste"), feeling abnormal ("other injury(ies) or complication - please describe: brain fog") and amnesia ("other injury(ies) or complication - please describe: memory loss"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding;"), back pain ("severe back pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), dental caries ("tooth decay"), mood altered ("emotional anguish") and hypothyroidism ("other injury(ies) or complication - please describe: hypothyroidism") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, migraine, allergy to metals, alopecia, vaginal haemorrhage, menorrhagia, headache, tooth disorder, fatigue, weight increased, dysgeusia, feeling abnormal, amnesia and hypothyroidism had resolved and the abdominal pain, menstrual disorder, back pain, dental caries and mood altered was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, autoimmune thyroiditis, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypothyroidism, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Current weight 243 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: new pfs received. Lot number added. New events : abnormal bleeding (vaginal, menorrhagia, headache, fatigue¸ weight gain / loss specify which one: weight gain, other injury(ies) or complications: metallic taste, other injury(ies) or complication - please describe: brain fog, memory loss, other injury(ies) or complication - please describe: hypothyroidism were added. New reporters, plaintiffs information, concomitant conditions, drug and historical drug added. Outcome for events were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding;"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dental caries ("tooth decay") and mood altered ("emotional anguish"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, allergy to metals, alopecia, dental caries and mood altered was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, dental caries, dysmenorrhoea, dyspareunia, menstrual disorder, migraine, mood altered and pelvic pain to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain/ pain") and autoimmune thyroiditis ("auto-immune disorder- type of disorder: hashimoto's disease") in a 29-year-old female patient who had essure (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: synthroid. Concurrent conditions included obesity. Concomitant products included ibuprofen from 2008 to 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), migraine ("migraines"), alopecia ("hair loss"), dental caries ("dental problems : tooth decay"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), fatigue ("fatigue"), dysgeusia ("other injury(ies) or complications: metallic taste"), feeling abnormal ("other injury(ies) or complication - please describe: brain fog") and amnesia ("other injury(ies) or complication - please describe: memory loss"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding;"), back pain ("severe back pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), mood altered ("emotional anguish") and hypothyroidism ("other injury(ies) or complication - please describe: hypothyroidism") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, migraine, allergy to metals, alopecia, dental caries, vaginal haemorrhage, menorrhagia, headache, fatigue, weight increased, dysgeusia, feeling abnormal, amnesia and hypothyroidism had resolved and the abdominal pain, menstrual disorder, back pain and mood altered was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, autoimmune thyroiditis, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypothyroidism, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Current weight 243 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.